Manufacturer narrative:
Inspection of the device found the exposed portion of the soft cannula to be kinked. The length of of soft cannula was measured to be within specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be kinked. The download data does not contain any alarm, timeouts or drive stalls. It could not be conclusively determined when this damage occurred.

Event description:
It was reported the patient's blood glucose level rose to 398 mg/dl while wearing the pod less than 1 hour. The patient reported being unsure if the pod was delivering insulin. As treatment, the patient applied a new pod.